Manufacturer narrative:
Concomitant medical products: therapy date is estimated.

Event description:
Product manufacturer reference number: 3006705815-2019-04124. It was reported that the patient experienced lead migration. As a result, surgical intervention occurred and the leads were repositioned on (B)(6) 2019. The patient has effective therapy post operatively.